Manufacturer narrative:
Pump received with high stop current due to c13 voltage leak on interface board. Pump passed displacement test, self test.

Event description:
The customer reported via phone call that the insulin pump had low battery. Customer¿s blood glucose level was 132 mg/dl. Customer stated that the battery did not last more than 1 week. The insulin pump will be returned for analysis.